Event description:
Voluntary medwatch report received reported that the right atrial (ra) lead was part of a system revision due to pocket infection. The ra lead was explanted. There were no additional patient effects were reported.